Event description:
Customer reported that the insulin pump alarmed for no delivery during the bolus process. The customer stated that he reset everything and insulin went through. Customer refused troubleshooting because the alarm occured last week and he had thrown away the reservoir and infusion set. Advised to call when the alarm occurs to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).